Event description:
It was reported by the physician's office to the cyberonics employee the patient had passed away due to an unknown cause. The physician's office had not seen the patient in quite some time and called to inquire about the patient when they found out about his passing. The device was not able to be located from multiple sources. A manufacturing review revealed the device passed all testing prior to distribution. Review of programming history showed proper device functionality and the generator was suspected to be delivering therapy at the time of the patient's passing. The device has not been returned to the manufacturer to date. No additional relevant information has been received to date.